Event description:
It was reported that, intermittently, the 6800 system would not boot up and a communication error was displayed. It was noted that this issue seems to happen more on first boot of the day. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the computer board and hard drive along with associated components that are compatible with the new computer. The system was tested and found to be working as intended and placed back into service.